Event description:
It was reported that during interrogation in the clinic, the right ventricle (rv) lead exhibited noise over sensing with multiple episodes of high ventricular rate. No programming change was performed as the noise oversensing episodes were intermittent. The patient was stable throughout.